Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the secondary infusion with non-bd tubing did not infuse. They stated part of the issue might be the need to educate staff on the appropriate head height of bags, however they also believe another contributing factor is the primary set's y-site is not fully engaged by the male luer of the non-bd secondary set. There was no patient harm.